Event description:
A distributor in france reported that the screen of a device was cracked and shattered, rendering the touchscreen inoperative. There was no information available regarding the impact on the customer¿s blood glucose level. The pump started when plugged into a computer and was set to be returned for evaluation, awaiting the return of the device. A replacement pump was provided with a new serial number.